Manufacturer narrative:
(B)(4) (battery, low indicator flashes). Evaluation, results: evaluation of the returned product shows that the power button has damage pin holes. Functional testing shows the alarm powers on when tested with new batteries and a power supply. The fail-safe feature did not pass functional testing as it sounds intermittently when plugged into a standard sensor. The lower battery indicator feature was found functionally acceptable. Note: posey instructions for use warning statement: the alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped, damaged (pin holes), or immersed in liquid. The unit may stop functioning as designed for use. (B)(4).

Event description:
The customer claims the alarm was tested with new batteries and there was no power. There is no visible damage or components missing from the alarm. There was no patient contact reported. Upon receipt of the returned product a note was found "broken flashes low battery with new batteries."